Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia in order to reposition the implant receiver/stimulator body to a higher place as it had migrated inferiorly. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2026 to reposition the receiver-stimulator due to unknown reason. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.